Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic for routine interrogation, inappropriate episodes of auto mode switch were observed. Oversensing of the atrial and ventricular leads were also noted. It was noted that the capacitor maintenance was being oversensed on both leads. The oversensing was observed in real time during an in-clinic capacitor maintenance. Programming changes were made and the oversensing was not seen. The device remains implanted. The patient will continue to be monitored.

Event description:
New information received indicates that the patient was in stable condition before and after the event.